Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 3 used half filled easypump ii lt 100-50-s without packaging. The samples were taken to a visual inspection. Pre-damages that would lead to a malfunction were not detected on the 3 received samples. In as-received condition at a used samples the white clamp is closed and at 2 samples we received no white clamps. At the samples the patient connector was closed with a white closing cone, the original wing cap was not handed over from the customer. Further on, we detected solution at the filling port (lli-cones) on the 3 used samples. The pumps were filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp (a sample) and waiting for 60 minutes 2 used pumps did not work (solution was not running). After these 60 minutes leakages were not detected. A pump without the white clamp did work immediately (solution was running). Leakages was not detected at the samples. Flow rate test at the samples with flow: nominal: 2 ml/h actual: used samples: sample 1: now flow sample 2: now flow sample 3: 2.2 ml in 1 h; 4.2 ml in 2 hrs; 44.4 ml in 25 hrs. A slow flow (as described by the customer) could not be determined ont the sample with flow. The 2 blocked are not with our specification we have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility ((B)(4)): easypump not emptied within destined time.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, slow flow rate is a known error pattern and corrective and preventive actions are in progress / have been implemented.